Manufacturer narrative:
This report is for four (4) unknown matrix locking caps. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a matrix construct for scoliosis treatment on an unknown date. On (B)(6) 2015, the patient returned to the operating room for a revision procedure to extend the construct due to an unknown reason/complication. During the extension procedure, two (2) unknown rods, four (4) unknown matrix screws, and four (4) unknown matrix locking caps were removed. During the surgery, two (2) t-handle drivers loosened on the screwdriver shaft while trying to remove the locking caps. Two (2) drivers and one (1) rod-to-rod connector stripped during the procedure. There was no reported fragmentation. Additional drivers were available to complete the procedure without delay. The replacement hardware was a depuy construct. The instruments damaged during the revision procedure are depuy spine products. The complaint has been forwarded to their complaint handling unit for assessment and reporting. This report is for four (4) unknown matrix locking caps. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention.